Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The main circuit board was broken. The electro-pneumatic proportional valve was rusted and gas was leaked. There was corrosion on the rear panel. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to the broken of the main circuit board and the electro-pneumatic proportional valve. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. Olympus repair center found the following. -there was leakage due to a failure of the electro-pneumatic proportional valve. -the flow rate and volume indicator of the front panel disappeared due to a failure of the inner circuit board. -there was corrosion on the rear panel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found the following. -the device did not insufflate gas. -the front panel display disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.